Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was heavily calcified and may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon a second inflation attempt. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the lot number was not reported. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure treating a heavily calcified lesion in the right coronary artery, the 2.5 trek balloon ruptured during the second inflation at 10 atmospheres. There was no resistance during advancement or removal of the trek catheter. There was no significant delay in procedure and no adverse patient effects. The procedure was completed by implanting a 2.5 xience v stent with good patient outcome. No additional information was provided.